Manufacturer narrative:
D11 additional information) lot numbers of concomitant products are: 9735773: 1951 9735771: 1950 h3). Analysis of the returned ups was completed. The reported issue could not be confirmed and no failures were found. All outputs measured normal voltage and the power switch functioned normally. The batteries were also returned for analysis. The reported issue could not be confirmed and no failures were found with either of the batteries. Both batteries passed bench testing. H6) fdm 10, fdr 213, fdc 67 are applicable to the ups and both battery analyses. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735773, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: 9735771, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. The ups (product ID: 9735787, lot # s20030065) has been received by the manufacturer. However, analysis has not been completed at the time of filing. ]if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site turned on the system and the main cart came on, but the camera cart did not. The site powered the system back off, and when they turned it on again both carts booted fine. A little later the main cart powered off by itself and the camera cart remained on. The system was plugged into a known functional electrical outlet at the time of the event. The manufacturer representative attempted to replace the uninterruptible power supply (ups) from the main cart, but the system continued to power down. Technical services advised the representative to disconnect the battery from the ups and after twenty minutes the system did not power off. There was no patient involvement.